Manufacturer narrative:
The lead was surigcally abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting elevated threshold measurements and impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.